Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A follow up MDR will be filed.

Event description:
Received info regarding a cartridge alarm 1. Reportedly, there was a crack on the cartridge. Customer's blood glucose level was no impacted.